Event description:
The customer reported the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer service support engineer advised the customer to replaced the power supply to correct the reported problem. The customers biomedical engineer confirmed replacement of the power supply to address the finding and reported problem. There were no parts returned by the customer.

Manufacturer narrative:
The customer was advised to replace the power supply. No parts returned from customer.